Event description:
Pt reported that subsequent to the implant of a protegen sling for treatment, they experienced physical harm and injury and the sling was removed. The pt reported they then underwent surgery to treat incontinence using their own tissue. The device was not returned for eval. Therefore, no failure analysis is available. Without evaluating this device, the co was unable to determine if the device met specifications, and co was unable to determine the specific relationship of the device to the event.